Event description:
After PICC (peripherally inserted central catheter) line placement and wire removed, the end was noted to be curled tight. Unable to visualize magnet and the end of the line. Chest x-ray performed to confirm placement. Magnet wire noted to be located in the PICC line. PICC line was removed and chest x-ray was taken again to confirm that line had been removed. New PICC line placed without difficulty. PICC line is removed, no obvious linear radiopaque density can be identified.